Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. On (B)(6) 2025, it was reported by sprinklr that the unknown patient experienced inaccurate cgm values. According to the report, the patient went to hospital. The cgm on the mobile device was 40 mg/dl less than the bg. Neither values were documented. The glycemic state, treatment, length of stay, and condition and the time of report were not documented. No follow up possible given no patient details. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.